Manufacturer narrative:
Philips service confirmed the ups issue was resolved and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that ups failure resolved by external service engineer on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.